Event description:
It was reported that a plum duo pump, in the neonatal intensive care unit (nicu) had a problem. The pump screen froze and missing data in lifeshield. The pump was alarming air in the line. When the nurse attempted to back prime the screen froze. Significant air was present above and below the cassette. To unfreeze the screen, the cassette chamber needed to be opened and closed. After that, the nurse was able to back prime air proximal to the cassette. This is a critically ill patient dependent on dopamine for blood pressure support. The interruption in the fluid delivery caused a dip in blood pressure and then a rebound increase when the fluid was restarted. The only data seen in the logs are from 6:35 am to the present time in lifeshield, which looks like clearly, the pump was already running. The status of the patient before the reported issue - patient receiving total parental nutrition (tpn) via plum duo with dopamine infusing via med fusion pump into a single line. Blood pressures (bp¿s) were unstable and continued increased titration to stabilize bps. The status of the patient during the reported issue - pause in tpn related to pump freezing inadvertently resulted in inconsistent administration of dopamine as well, resulting in a continued drop in bps. The status of the patient after the reported issue - patient had an abrupt increase in bp related to the inadvertent bolus of dopamine with the restart of the delivery of the tpn. The customer also stated "this is a nicu patient weighing <500 grams, small pauses in the delivery of dopamine will cause subsequent drops in blood pressure. While not life-threatening, the lowest mean arterial pressure during this event was 22. Once the tpn was restarted this then caused a bolus of the delivery of dopamine to the patient. We rely on consistent administration of all fluids, with minimal interruptions, to avoid abrupt fluctuations of blood pressure". No additional information is available at this time.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Manufacturer narrative:
The device event alarm logs were reviewed; the customer reported complaint that the device froze during infusion was unable to be confirmed. The device alarmed with downstream air alarm that was not properly cleared by opening the door and manually clear the air from the downstream tubing. Instead, the user attempted to back prime multiple times, causing an upstream occlusion error alarm. The most likely probable cause is user error. Downstream air alarm occurred and was not properly cleared (opening the door clears the downstream air alarm but the user needs to manually clear the air from downstream tubing). Instead, the user attempted to backprime multiple times, causing upstream occlusion alarms each time (likely due to not having a syringe attached on secondary cassette line ¿ clave connector is normally closed). User then opened the door, which cleared the downstream air alarm and upstream occlusion alarm. Then, the user starts a delivery. This sequence of activity lasted 2 minutes and 13 seconds. Does not appear that the pump froze but instead was back primed to clear air (incorrect) and then there was an occlusion.